Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 2 - additional information: the entry fields b4, d1, d2a, g6, h2, h6 and h11 have been updated. The device was initially reported to the FDA as a hamilton-t1 but this is now corrected to a hamilton-c1. The device alarmed with "technical event: 231022 (pexpvalve sensor defect)" and "technical event: 233005 (pressure sensor tolerance)" during ventilation. The alarms were visible and audible. Ventilation continued, and the patient was switched to another ventilator as a precaution. Nevertheless, the event did not cause or contribute to a death or serious injury. The most probable root cause was a deviation in pressure sensor calibration, potentially due to a defective or improperly connected pexpvalve pressure sensor. The issue was reproducible, and the device failed the self-test during follow-up evaluation. Although the event occurred during ventilation, the alarms functioned as intended and alerted clinical staff, allowing them to take appropriate action. The issue was not associated with a confirmed malfunction that would likely cause or contribute to a death or serious injury if it were to recur. Therefore, this event is now (at the time of this follow-up report) assessed as not reportable.

Event description:
The event description according to the customer is as follows: during ventilation two technical faults were showed on the display and could not be cleared, the device was then switched out for another device with no further issues. The customer states that when the device was powered back on, just technical fault with internal reference number (B)(4) (pexpvalve sensor defect) showed up.

Event description:
The event description according to the customer is as follows: druing ventilation two technical faults were showed on the display and could not be cleared, the device was then switched out for another device with no further issues. The customer states that when the device was powered back on, just technical fault with internal reference number (B)(4) (pexpvalve sensor defect) showed up.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.